Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient underwent mesh revision on (B)(6) 2009 due to experiencing urinary incontinence, vaginal bleeding and infections. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain as well as severe rectal pain, urinary retention, painful bowel movement, leakage of feces, recurrent urinary tract and vaginal infections and pain during intercourse. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 07/18/2016.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.